Manufacturer narrative:
Siemens completed a technical investigation of the reported event. The root cause of the reported issue is a broken screw. The screw was replaced and the cse finished the waveguide replacement. Siemens recommends the performance of daily qa regarding beam profiles. At least a relative measurement should be performed using a quickcheck or similar measurement phantoms. In addition, the implemented flatness/symmetry interlock will prevent a treatment with incorrect beam profiles (4% for symmetry, 6% for flatness). No further action is warranted at this time. The reported event occurred in the USA: (B)(6).

Event description:
It was reported to siemens that during waveguide replacement by a siemens customer engineer (cse), it was discovered that one of the four screws affixing the x-high filter ring holder on the artiste mv system had broken off. A broken screw could result in a loosened x-high filter ring holder that could lead to the beam profile being out of tolerance. Although there was no report of patient injury associated with the reported event, it is possible that a loosened high filter ring holder could result in the actual dose distribution differing from the reference data. If this is not detected by the user during daily qa checks, patients might receive radiation treatment with an incorrect dose distribution, leading to critical injury. No out of tolerance issues regarding the beam profile associated with this event were reported.